Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, and therefore the customer's reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause for the no image event cannot be established. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during the diagnostic endoscopy procedure for pharyngeal observation purposes, the video system center screen and lamp on the right side went black. Reportedly, this happened twice within three hours. The procedure was completed by turning the power off and on again. There was no harm or injury reported due to this event.